Event description:
A talent thoracic stent graft was implanted in a patient for the endovascular treatment of a saccular 4.2 cm in diameter thoracic aortic aneurysm. The aorta was reported to be unremarkable. The access artery was reported to be mildly tortuous and tortuous with moderate calcification. Prior to tevar procedure, the patient underwent left subclavian transposition. A talent stent graft system was implanted. The main device was implanted via an iliac conduit. The graft was delivered and deployed successfully, intentionally and completely covering the lsa. One month later, the patient presented with a change in mental status. Pneumonia and sepsis ruled out as causes for postoperative confusion. Pain medication and sleep deprivation considered most likely causes for confusion. The patient improved at discharge. The investigator assessed that this event was not related to the study device; however, it was related to the study procedure. One month after discharge, the patient was hospitalized with acute chronic respiratory failure at an outside facility. CT chest with i.v. Contrast was done at an outside hospital where the patient was being evaluated for pulmonary emboli. Eighteen months post index procedure the patient's family member reported that the subject expired at home. The family member described the cause of death was reported to be respiratory and heart failure.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion, death). Cause of event is unknown. Conclusion: cause of event is unknown.